Event description:
Healthcare professional reports one incident of a hemolytic event occurring 2.5 hours into treatment. Pt exhibited hematuria upon urination and complained of severe abdominal pain. Nitroglycerin was administered (dose unknown). 911 was called and pt was taken to the emergency room. No further information available. Pt symptoms resolved.